Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to menorrhagia, abdominal pain and stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystourethroscopy, excision of midureteral sling on (B)(6) 2009 for urinary retention. It was reported that the patient underwent cystourethroscopy, mesh revision/removal on (B)(6) 2012 for chronic pelvic pain; detrusor sphincter dyssynergia with urinary urgency and frequency. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy.

Manufacturer narrative:
Date sent to FDA: 06/09/2016. Additional information: age/date of birth.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.